Event description:
Manufacturer's ref # : (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by our company representative at the hospital. It was concluded that the double channel plate needed to be replaced due to a leakage found during the automatic leakage test when performing a system check out (sco). The replaced double channel plate was returned for investigation but the device logs were not saved. The reported issue with failure of the leakage check during sco has not been reproduced. No deviations or damages have been noticed when testing the returned double channel plate. Since the logs from the event were not saved and the problem was not reproduced, the reported fault cannot be confirmed. We are unable to determine the true cause of the reported issue.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that a leakage occurred when a vaporizer was connected to one of the vaporizer slots. Manufacturer's ref #: (B)(4).